Manufacturer narrative:
Conclusion statement: the reported event of lead fracture was confirmed. As received, the octrode lead had all its internal wires broken. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Correction d4: device information has been corrected. Conclusion statement: the reported event of lead fracture was confirmed. As received, the octrode lead had all its internal wires broken. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead had fractured. Surgical intervention took place where the patients lead was explanted and replaced.